Manufacturer narrative:
Common device name: dxe.

Manufacturer narrative:
Common device name: nry.

Manufacturer narrative:
Results: the penumbra system aspiration pump max 110 (pump max) was opened by penumbra engineers and corrosion was observed on the piston crown in the outlet cylinder. Conclusions: evaluation of the returned device revealed that the pump was functional. The pump was plugged in, powered on and generated vacuum. The pump housing was removed, and the vacuum pump was opened by penumbra investigators. It was observed that the piston crown in the outlet cylinder was corroded. The observed corrosion likely caused the piston to seize inside the cylinder, causing the pump to fail to generate vacuum. It is likely that the seized piston became freed up during transit to penumbra. The cat6 mentioned in the complaint was not returned for evaluation. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the pump max was powered on with the green light illuminated; however, the pump max did not produce any vacuum. Therefore, the procedure was completed using a new pump max and the same indigo system aspiration catheter 6 (cat6). There was no report of an adverse effect to the patient.